Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) battery - battery depletion-normal.

Event description:
It was reported that after two years of use the device elective replacement indicator was activated. The device was explanted and replaced. No patient complications have been reported as a result of this event.